Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals. The patient has a left ventricular assist device (lvad) implanted. Boston scientific technical services (ts) discussed therapy delivered was appropriate due to the patient being in an arrhythmia. No adverse patient effects were reported. At this time, this device remains in service.